Manufacturer narrative:
(B)(4). Report source - foreign: canada. The results of the investigation are as follows: review of the most recent repair record determined the comb was damaged. The comb, ratchet gear, sliding pin, carrier guide, right side plate, and bearing were replaced and resolved the reported issue. DHR was reviewed and no discrepancies related to the reported event were found. Definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the unit had an unknown repair with no information provided. Timing of event was not specified. During device evaluation, it was discovered that the comb was damaged. No adverse events were reported as a result of this malfunction. Due diligence is complete, and it was reported that no further information is available.